Event description:
It was reported that unspecified malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer was informed to use multiple daily injections as a backup therapy, and tandem technical support arranged for a replacement pump. The customer was instructed to put the pump into storage mode and return it using a prepaid label within 10 days.